Manufacturer narrative:
Per diligence the user facility inadvertently disposed of the suspect product. As a result, no sample or photograph was received from customer for evaluation. Review of device history record did not revealed any anomalies in the process, step 100% inspect tie bands on cp50 was pass with no issues noted, there were no reserve packs with this lot number in stock to further evaluate. If additional information is obtained that would alter the facts or conclusions in this medwatch report, a follow-up will be submitted accordingly. (B)(4). (B)(6).

Event description:
It was reported that during a cardio bypass procedure, the connector on bottom of cardioplegia unit began spraying blood immediately upon cardioplegia delivery. The unit was not over-pressured but required removal of crossclamp and cutting out and removal of faulty device. The procedure was completed successfully with minor blood loss. Per clinical review: the perfusionist pressurized the cardioplegia system to set occlusions. Once on bypass he ran blood through the cardioplegia without incidence. The surgeon cross clamped the aorta and the perfusionist began delivering cardioplegia. At this time, the connector at the bottom of the unit began leaking blood. The perfusionist notified the surgeon he was unable to deliver cardioplegia, and would need to change out the unit. Since the cross clamp was just placed, the surgeon immediately removed the so the heart could be perfused. There was a delay of three minutes for the perfusionist to obtain a new cardioplegia disposable, change it out, and re-prime it. Per the chief of perfusion, the blood loss was minimal, and didn't result in a blood transfusion for the patient. The case proceeded without incidence and the patient weaned off bypass without any difficulty.